Manufacturer narrative:
The customer forwarded their returned blade to verathon europe for further evaluation. The technical service representative evaluated the returned blade and was able to duplicate the reported intermittent image during testing. The device was tested by connecting it to a glidescope gvm video monitor and simulating use. While testing the device, it was found that the device would intermittently lose it's image. Since there are no repairs available for blades the customer was advised to replace the affected blade.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, the image was intermittent. No use of a backup device, harm to patient, or user was reported.

Manufacturer narrative:
The blade was received by verathon headquarters for evaluation. A technical service representative confirmed an intermittent images when the connected video cable was manipulated. A visual inspection of the blade revealed that corrosion was present on the pins of the connector, which likely caused the intermittent image. There are two known contributing factors to corrosion of the connector pins. Use of a non-approved chemical for reprocessing the blades. Use of a blade when moisture is still present in the connector. Attempts were made to contact the customer regarding the reprocessing methods used; however, as these attempts were unsuccessful, the cause of the corrosion could not be conclusively determined. The glidescope operations and maintenance manual (omm) instructs "using hospital-grade clean air, which is free from oils and residuals found in common compressed air, blow out the connectors. This dries the connectors and removes any remaining residuals." Corrective action is not required at this time. Verathon will continue to monitor for trends.